Event description:
The handpiece aspirated air during a vitrectomy procedure, and a bubble was expelled into the pt's eye. There was a delay of a few minutes in the surgical procedure when they changed to another handpiece from another pack. There was no adverse reaction to the pt.